Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/03/2014 with the following findings: during rewind pump gives an alarm. Unable to perform all testing steps due to recurring alarm. Pump opened and moisture damage found on printed circuit board. Audio bolus button is missing. Unable to adequately investigate due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient had low blood glucose (bg) today of 29mg/dl with severe dizziness, and almost passed out. Paramedics were called and gave patient glucose tabs. The reporter gave carbohydrates. Patient did not go to hospital as they were able to stabilize the bg. Current bg is 140mg/dl with no symptoms. Said bg's have been low since the health care provider (hcp) had patient start on new diabetic medication, treo life vm, that is supposed to make patient more sensitive to insulin. Hcp did not change any settings on pump since patient started this medication. Reporter has disconnected pump from patient. Customer support (cs) advised reporter to contact hcp immediately before continuing insulin delivery so hcp can adjust settings to accommodate new medication, and to call cs back if any assistance is desired with programming the new settings after discussing with hcp. There is no indication of pump malfunction. This complaint is being reported because a patient experienced hyperglycemia.